Manufacturer narrative:
No eval other description: physical product analysis is not required for skin discomfort/irritation complaints because there is no way to determine the level of skin discomfort/irritation through analysis of the physical product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wearable sensor patient experienced skin irritation described as "red blistered skin" and "had to go to urgent care to get treated." The sensor was not replaced. No further patient complications have been reported as a result of this event.